Event description:
A distributor in china reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the mr290v vented humidification chamber was leaking water due to cracked chamber. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 vented autofeed humidification chamber was not returned to fisher & paykel healthcare in new zealand for investigation as the customer had discarded the complaint device. Our investigation is thus based on the information provided by the customer, our knowledge of the product, and photographs and videography of the complaint unit provided by the customer. Results: the customer stated that they experienced a water leak of the mr290v vented humidification chamber due to cracked chamber. Visual inspection of the provided photographs and videography revealed that the water was leaking from the dome. However, no crack or damage to the chamber could be identified. Conclusion: we were unable to determine what had caused the water leak without the return of the complaint device. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Manufacturer narrative:
(B)(4). We are currently in the process of investigation. We will provide a follow up report upon completion of the investigation.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the mr290v vented humidification chamber was leaking water due to cracked chamber. There was no patient involvement.